Event description:
It was reported that the patient experienced low blood glucose reported at 58 mg/dl after a usual dinner announcement when they ate less than expected due to illness, and the caregiver corrected the hypoglycemia with oral glucose. Customer care provided support that included complaint intake. Investigation of this case revealed an incorrect meal size relative to insulin dosing given reduced intake. Symptoms included shaking/tremor and hot flushes associated with hypoglycemia reported. Outcomes included transient impact requiring treatment with fast-acting carbohydrate. It was concluded that user-related factors associated with reduced food consumption led to hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.